Event description:
Additional information reported indicated that a quick reprogramming for the patient had originally been scheduled. It was stated that the night prior to the appointment the patient was worried due to no response from her ins (implantable neurostimulator). It was stated that a por was performed on the next day, however, it is likely that prm (physician mode recharge) was meant. Normal recharging was then achieved and the patient was able to resume therapy following the appointment. Patient symptoms were loss of stimulation while overdischarged. Troubleshooting performed included "por, recharge, and pmr," and code "0x8" was then seen on the clinician programmer. It was stated that the patient resumed normal therapy from her ins system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient experienced a power on reset (por). It was the patient¿s first por. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).